Event description:
The complainant reported that during a procedure, air bubbles were noticed in the syringe when filled with contrast medium. The bubbles were attributed to the suspect manifold. No harm or injury to the pt was reported.

Manufacturer narrative:
Evaluation conclusions: merit has not yet received the suspect device. The device will be evaluated when it is received. An investigation will be performed and a follow-up report will be submitted when additional info is available.